Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, indicating that the variation amount of the flow sensor deviated from the standard was observed from the log. The device's flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue; the external flow sensor cable was replaced since it was damaged. There is no thermal damage or wire exposure. The software version was upgraded from 1.06.05.00 to 1.06.10.00. The trilogy evo system flow sensor was returned to the product investigation laboratory for further testing and investigation. The product investigation laboratory was unable to confirm a failure of the flow sensor. The investigation findings did not uncover any details that would change or modify the risk of the device. The flow sensor was tested on the trilogy evo multifunctional test station for flow verification and passed all testing, in conclusion the flow sensor operates as designed.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, indicating that the variation amount of the flow sensor deviated from the standard was observed from the log. The device's flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue; the external flow sensor cable was replaced since it was damaged. There is no thermal damage or wire exposure. The software version was upgraded from 1.06.05.00 to 1.06.10.00.